Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital bio med that the patient had been followed closely because of experiencing multiple pi events a few months ago. At that time, the system controller was exchanged and the patient continued with the same results. The patient was also experiencing a slight increase in lactate dehydrogenase (ldh), but showed no signs or symptoms of hemolysis. No power spikes were noted. The patient was explanted for recovery on (B)(6) 2014 with plans to discharge the patient home.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.